Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to conclusively identify the material, and a further cause could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during annual maintenance of the colonovideoscope, olympus italy field service engineer noticed that the presence of a whitish substance was found near the nozzle and on the up/down movement knob of the endoscope. It was reported that the device was picked up from fse in the ventilated cabinet (not olympus). There was no patient involvement or user injury associated with this event.